Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient received two scs leads from the same lot number. It was reported the patient was not receiving stimulation therapy coverage in all of her pain pattern (neck and left arm). Instead, the patient reported he feels unintended stimulation on the right side. X-ray revealed the patient's leads had migrated from the original implant location. Follow-up identified the patient's leads were explanted and replaced. Effective stimulation therapy was reportedly restored.